Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was heating up during surgery. There were no injuries however it is unknown if medical intervention or a delay occurred during the surgical procedure. There was no additional information provided.